Event description:
It was reported that a small volume infusor stopped during infusion. The solution in use was not specified. The rate the device was being operated at was not specified. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between may 6, 2014 and may 7, 2014. Investigation summary: baxter received one used unit for evaluation which contained approximately 110ml of fluid. Visual inspection revealed no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed the cause of the no flow problem was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.